Event description:
Patient allegedly received an implant via the right jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe), followed by an unsuccessful percutaneous retrieval attempt on (B)(6) 2017. A successful, percutaneous, complex filter retrieval was allegedly performed (B)(6) 2018 . Patient is alleging tilt, vena cava perforation and embedment. Patient further alleges anxiety, mental anguish, stress, physical limitations, worry. On (B)(6) 2017, report computerized tomography (CT): "an ivc filter is seen without significant tilt appreciated. The apex of the ivc filter is centrally located within the ivc approximately 1.3 cm inferior to the origin of the right renal vein. The apex of the ivc filter is located along the anterior margin of the ivc filter and appears to contact the anterior wall on series 4 image 229-512. No strut fractures are seen." On (B)(6) 2017, retrieval report (attempted): "an infrarenal filter is present. No significant thrombus was noted in the inferior vena cava or the filter. The filter was well-positioned and oriented, with legs embedded in ivc wall as seen on CT scan. It was easily engaged but could not be collapsed into sheath. Impression: 1. No significant thrombus in the inferior vena cava or filter, filter appropriate for retrieval. 2. Unsuccessful retrieval of inferior vena cava filter". On (B)(6) 2018, retrieval report (successful): "an infrarenal filter is present. Neointimal hyperplasia is noted over the apex of the filter. No significant thrombus was noted in the inferior vena cava or the filter prior to retrieval". "No significant thrombus in the inferior vena cava or filter, filter appropriate for retrieval. Impression: 1. No significant thrombus in the inferior vena cava or filter, filter appropriate for retrieval. 2. Complex forceps retrieval of an embedded infrarenal gunther tulip inferior vena cava filter".

Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: pulmonary embolism, vena cava perforation, embedment, difficult to remove, tilt, anxiety, mental anguish, stress, physical limitations, worry. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, mental anguish, stress, physical limitations, worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to tulip: a41935 (tulip mi), a41936 (tulip qci). No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Manufacturer narrative:
Occupation: non-healthcare professional. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. It has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.